Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, unable to authenticate to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4: unique device identifier (UDI) not available. Correction: section h manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user account was locked and not assigned with any roles. A technical support specialist dialed into the server and found the user account locked with no areas assigned despite having a role. The tss advised customer to contact their pyxis team to unlock the account and assign areas. The tss sent findings and screenshots via email; customer acknowledged. The tss verified account unlocked but still no area assigned, updated customer. Later found that area assigned but account locked again due to multiple logins attempts and advised customer to reset password and avoid login until setup is complete. The final check confirmed successful login; customer verified issue resolved, and case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, unable to authenticate to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.